Event description:
New information reported stated that on (B)(6) 2017 the pacemaker dependent patient presented to the hospital experiencing severe bradycardia. The physician elected to replace the atrial and ventricular leads. During the procedure, the physician had difficulty retracting the fixation screw for the atrial lead. Subsequently, both the right atrial and right ventricular leads were explanted and replaced. The patient tolerated the procedure well.

Event description:
It was reported that the patient presented in the clinic for a normal device implant. The atrial and right ventricular leads exhibited noise and the patient experienced palpitations. Noise was not reproducible through isometrics and chest x-ray revealed no anomalies. The leads were revised and the generator was replaced. No other information was available.